Manufacturer narrative:
The blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause of the reported issue could not be determined.

Event description:
The customer reported a blower temp high inop. No patient involvement was reported.